Manufacturer narrative:
Based on the claim against the product by the customer noting repeated 31199 errors, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse swapped axes controller platform dual (acpd) 4 with 3 and errors stopped. The system was tested and verified as ready for use. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the system had repeated errors 31199 during procedure. The fse confirmed the reported issue and swapped acpd 4 with 3 to resolve it. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted liver cystectomy surgical procedure, a system was receiving repeated 31199 errors. The customer was able to recover the error. Intuitive surgical, inc. (Isi) technical support engineer (tse) noted several 31199 errors reported by axes controller platform (acp) 4. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.